Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had speaker malfunction. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "speaker malfunction" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the low audio level due to the audio level settings programmed by the user. The audio level can be adjusted by the user and has three levels, low, med, and high to address the issue. Should additional relevant information become available, a supplemental report will be submitted.